Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 624106) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, multigravida, parity 1, pelvic pain female, fibroids, asthma, migraine headache, depression, ovarian cyst, irregular menstruation, obesity and left lower quadrant pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("took 3 days to get over initial insertion pain"), muscle spasms ("cramps and spasm on left front side then radiates to lower back on both side") and back pain ("cramps and spasms radiate to lower back"). The patient was treated with analgesics and surgery (robotic assisted total laparoscopic hysterectomy, left oophorectomy, and right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, muscle spasms and back pain outcome was unknown. The reporter considered back pain, muscle spasms, pelvic pain and procedural pain to be related to essure. The reporter commented: removal of essure (birth control device) in 2015 bilateral salpingectomy 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: -leiomyomata. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, procedural pain, back pain, muscle spasm. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received: lot number, removal date, medical history, lab data, patient's date of birth, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 624106) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, multigravida, parity 1, pelvic pain female, fibroids, asthma, migraine headache, depression, ovarian cyst, irregular menstruation, obesity and left lower quadrant pain. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("took 3 days to get over initial insertion pain"), muscle spasms ("cramps and spasm on left front side then radiates to lower back on both side") and back pain ("cramps and spasms radiate to lower back"). The patient was treated with analgesics and surgery (robotic assisted total laparoscopic hysterectomy, left oophorectomy, and right salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, procedural pain, muscle spasms and back pain outcome was unknown. The reporter considered back pain, muscle spasms, pelvic pain and procedural pain to be related to essure. The reporter commented: removal of essure (birth control device) in 2015 bilateral salpingectomy 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: -leiomyomata.. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, procedural pain, back pain, muscle spasm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and procedural pain ("took 3 days to get over initial insertion pain"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event medical device removal was updated to pain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("took 3 days to get over initial insertion pain"), muscle spasms ("cramps and spasm on left front side then radiates to lower back on both side") and back pain ("cramps and spasms radiate to lower back"). The patient was treated with analgesics and surgery (unknown surgery was performed to remove essure). Essure was removed. At the time of the report, the pelvic pain, procedural pain, muscle spasms and back pain outcome was unknown. The reporter considered back pain, muscle spasms, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, procedural pain, back pain, muscle spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event- cramps and spasm on left front side then radiates to lower back on both sides was added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.